Manufacturer narrative:
No lot number was identified for reference. Processed and unprocessed samples were provided for evaluation. A pouch of processed locks were reviewed and it appears all the locks transitioned as intended, however three locks had reverted back to blue. A 3m lead check was performed on two of the locks from the pouch, one that had remained the transition color and the other that had reverted back to blue. When lead is present the 3m test will turn red or pink. The 3m test performed on the lock that reverted back to blue showed no lead was present indicating this lock was produced prior to (B)(6) 2016 3m test on left in picture. Dots from lots 1508-1605, were manufactured with a different formulation; non-lead based, and had similar reports of color reversion. The 3m test performed on the lock that did not revert showed the presence of lead 3m test on right of picture. As reversion had been commonly reported for the unleaded dots, it is very possible that unleaded dots were mixed with dots made with lead at point of use. A retrospective review of potential serious injury complaints was performed. This MDR was identified as a reportable malfunction as a result and filed as part of the review activities.

Event description:
It was reported there was an issue with the orange locks. The reporter indicated that it was noticed during a facility weekly qa inspection that the locks are turning back to their original color. This is the first time they have noticed this with the steam locks and it was just reported the same thing happened with their sterad locks. No patient injury. No delay in surgery.